Event description:
Procedure performed was a robotic assisted radical cystectomy with ileal loop urinary diversion and radical prostatectomy and bilateral pelvic lymph node dissection using the endowrist one vessel sealer. Several days following surgery, the patient began draining feculent material from his jp drain. After diagnostic testing, patient was returned to surgery and a total colostomy was required due to a suspected thermal rectal injury.